Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the staples deploy from the device? Were the staples malformed? Was the staple line incomplete? How was the procedure completed?

Event description:
It was reported that after a urology procedure, white reload was used and the device ¿cut, but staples did not work¿. Blue reload was not attempted. Green reload was loaded and again ¿cut but staples did not work¿. It was reported this was attempted on thick tissue. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p56d1p. The analysis results found that the ats45 device was received with no apparent damaged and with no cartridge loaded, in addition two reloads were received cartridge b, tr45w, fully fired, lockout normal, cartridge c, tr45g fully fired, lockout normal. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.